Manufacturer narrative:
Insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected an error in the motor was detected by reading unexpected value from hall sensor noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had recurring pump error alarm indicating that an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They were able to complete the insulin pump rewind. However, the device did not pass the displacement test. The insulin pump will be returned for analysis.